Event description:
It was reported that during implant, the device screw was noted to be damaged. The device was replaced.the patient was stable.

Manufacturer narrative:
The reported complaint of setscrew problems was confirmed. The damage found was sustained during the surgical procedure. The device was otherwise normal. There were no device anomalies found to cause the problem in the field. These are problems related to the user in the field. The device was found electrically normal. The battery voltage is above eri near bol.